Event description:
It was reported that the customer experienced a low blood glucose level of 49 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. The customer addressed bg by consuming glucose tablets. Technical support helped the customer update basal rate settings and advised consulting with a healthcare provider for further updates; the customer understood and acknowledged.